Event description:
During an emergency cardiopulmonary bypass procedure, the pt exhibited blood clots and dropping blood pressure. While on bypass, the pump console experienced and overpressure alarm (indicating the extracorporeal circuit pressure was higher than a limit set by the user). This caused the arterial and cardioplegia pumps to stop, as expected. The alarm could not be cleared, however, and hand cranking of the arterial pump was required. No pt injury was reported.